Event description:
The customer called regarding a high blood glucose reading that she had received. While troubleshooting, she performed control tests and received a result of 218 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.